Manufacturer narrative:
Section d4 UDI correction manufacturer¿s investigation conclusion: the reported event of a battery maintenance alarm on the centrimag console was confirmed via the downloaded log file. The reported event of the centrimag console not passing battery maintenance was not confirmed. A review of the downloaded centrimag console log file spanned approximately 11 days (B)(6) 2025, per time stamp). On (B)(6) 2025 at 16:34:15 the ¿battery maintenance required: b4¿ alarm activated after the system was running for 525 hours. There were no other notable alarms active in the log file. The returned centrimag console, serial (B)(6), was evaluated at the service depot. The returned console was noted to have an expired battery (serial (B)(6), expiration date 01apr2025). The console was connected to ac power and allowed to fully charge. Once the console was fully charged a battery maintenance test was performed and passed. The returned battery was then installed into a test console and the maintenance test was performed again with a passing result. The test passed once again with a new battery in the returned console. The reported issue could not be reproduced but due to the battery being expired, it was replaced. The console was then functionally tested and passed without issues. The console was deemed ready for use and returned to the customer. The root cause for the reported alarm was due to the battery needing battery maintenance. A root cause for the console not passing battery maintenance was not conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation primary console (serial #: (B)(6) and the console was found to pass all manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 2nd generation centrimag system operating manual (rev. M) provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. M) table 15 ¿ ¿console maintenance schedule¿ addresses how often to perform maintenance including when to perform battery maintenance and when to replace the battery. The 2nd generation centrimag system operating manual (rev. M) section 8.4 ¿ ¿battery maintenance¿ instructs users on how to perform the battery maintenance procedure and on what steps to take when the test does not pass. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a battery maintenance alarm appeared on the centrimag 2nd generation primary console. Battery maintenance was performed and the test failed. The customer requested it be sent in for evaluation and for the replacement of the battery.